Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22apr2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation, crystalline in the gel and cloudy in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No other observation observed in the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation is due to capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device has been explanted.